Event description:
It was reported that right hip revision due to protrusion. The patient was revised to competitor product.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown bipolar component. An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.